Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for a routine follow-up, high capture threshold and slightly decreased r-waves were observed. An x-ray was performed, and the lead seemed to be in the same position post implant. Lead revision was discussed. The patient was stable.

Event description:
New information received notes that the physician elected not to perform a lead revision as the patient is minimally paced in the ventricle. The asymptomatic patient was stable and will continue to be monitored.